Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas device failure" message while setting it up for patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas device failure" message while setting it up for patient use.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas device failure" message while setting it up for patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit displayed a "gas device failure" message while setting it up for patient use. No patient harm was reported. Investigation summary: the device was sent to nk for evaluation. During the evaluation, testing reproduced the reported error, including a "gas line block" followed by a "gas device error" message. Diagnostic evaluation using visia2 software identified a pneumatic hardware error consistent with failure of the internal pump or sensor assembly. Physical damage was also observed, including a cracked top cover near the grounding terminal. The root cause was determined to be pump failure. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10: attempt # 1: 10/27/2025 emailed the customer via (B)(4) for all information in the ni list above: no reply was received. Attempt # 2: 11/05/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 11/12/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied, stating that the requested information cannot be provided. Additional information: b4. Date of this report. D9. Device available for evaluation? G3. Date received by manufacturer. G6. Type of report. H2. If follow-up, what type? H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H11. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas device failure" message while setting it up for patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit displayed a "gas device failure" message while setting it up for patient use. No patient harm was reported. Investigation summary: the device was sent to nk for evaluation. During the evaluation, testing reproduced the reported error, including a "gas line block" followed by a "gas device error" message. Diagnostic evaluation using visia2 software identified a pneumatic hardware error consistent with failure of the internal pump or sensor assembly. Physical damage was also observed, including a cracked top cover near the grounding terminal. The root cause was determined to be pump failure. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/27/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 11/05/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 11/12/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied, stating that the requested information cannot be provided. Additional information: b4 date of this report. D9 device available for evaluation?. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.